Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that they drive support cap was loose and sticking out. The customer's father reported that they experienced high blood glucose of 413 mg/dl and treated with the insulin pump which brought down the blood glucose to 262 mg/dl. The customer's father also reported that they experienced low blood glucose of 55 mg/dl and treated with juice. The customer's father blood glucose went up to 111 mg/dl prior to call. The customer's father was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.